Event description:
A technician reported following an intraocular lens (iol) implant procedure that a pt was unhappy with the lens implanted. Additional information was received from the technician that the pt reported that she "can't see anything" and has been unhappy with her vision since surgery". The technician reported some posterior capsule opacification was observed and a yag procedure was performed. The technician also reported that according to the surgeon the lens is perfectly centered and the surgeon is not blaming the lens. The surgeon advised the pt to use artificial tears and offered to exchange the lens but the pt declined. The reporter stated that there is no additional information to provide; therefore, no further information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The reporter stated that there is no additional information to provide; therefore, no further information was requested. (B)(4).